Event description:
An endovive standard peg kit was used during an esophagogastroduodenoscopy (egd) with peg placement procedure on a female pt (age, weight unk) in 2008. According to the complainant, "during the procedure, the snare broke off [while] trying to retrieve the wire". The physician retrieved the snare loop with a biopsy forceps, MFR unk. The procedure was completed with a snare from another endovive standard peg kit. No pt complications were reported as a result of the event.

Manufacturer narrative:
The device has not been received for evaluation; therefore, a device analysis is not available. The cause of the reported malfunction is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The april 2008 15-month initial g-tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.